Manufacturer narrative:
Pump immediately alarmed a flashing medtronic logo once installing an aa battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test, and displacement accuracy test due to flashing medtronic logo. Test p-cap and reservoir locked properly into the reservoir compartment. Unsuccessful in downloading pump history files and traces using thump software due to flashing medtronic logo. Pump was cut open to perform visual inspection and found a hardware failure, problem isolated to the electronic assembly. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and serial number label missing. Critical pump error (open book image) was not confirmed during testing. Flashing medtronic logo was confirmed during testing due to a hardware failure, problem isolated to the electronic assembly. Unable to verify customer's complaint for high bg's. Moisture damage was confirmed found isolated to the battery tube. Unable to download pump history files and traces due to a flashing medtronic logo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported blood glucose value of 425 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-332a, mmt-242a, mmt-7020la, mmt-1880. Troubleshooting was performed. It was unknown that the customer had been using the insulin pump system within 48 hours. No further patient complications were reported. The customer will continue to use the device, no product return is required for mmt-332a. The customer will continue to use the device, no product return is required for mmt-242a. The customer will continue to use the device, no product return is required for mmt-7020la. The customer will discontinue to use the device mmt-1880 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.